Manufacturer narrative:
The customer verified instrument performance by performing a passing system check and fifteen (15) replicate precision run for access accutni+3. The access accutni+3 reagent was not returned for evaluation. The cause of the reported non-reproducible access accutni+3 results cannot be determined with the available information.

Event description:
The customer stated they noted a non-reproducible troponin I (access accutni+3) result for one (1) patient on the laboratory's access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system ( serial number (B)(4)). The customer repeat tested the sample twice on the same access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system and obtained lower results, within the normal reference range of the assay. The patient had a second blood draw performed. The customer obtained access accutni+3 result within the normal reference range of the assay on the second sample. The initial elevated access accutni+3 result was reported outside the laboratory. There was no report of additional patient injury or change in patient treatment associated with this event. All system parameters (including access accutni+3 quality control (qc), access accutni+3 calibration, access accutni+3 precision run and system check) were within assay and instrument specifications. Samples are collected in lithium heparin plasma tubes. Samples are centrifuged in a statspin at an unknown speed for three (3) minutes at room temperature. The customer did not note any issues with sample integrity.